Event description:
It was reported during a da vinci surgical procedure, the prograsp forceps cable was damaged. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was derailed at the clamping pulleys. The cable derailment may have caused motion to be non-intuitive. Additional observation by failure analysis also found: both of the instrument's pitch cable are frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removed. The scratches are not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed cables and main tube scratches were to recur could cause or contribute to an adverse event.